Event description:
Pt died three days after an angioplasty procedure of the left anterior descending. Two medtronic stents were placed through a cordis guiding catheter. During post mortem, one of the stents implanted in the left anterior descending was found to contain a piece of plastic material.